Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2017 and mesh was implanted. The patient experienced dyspareunia and mesh extrusion. The patient is scheduled for mesh removal. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> pc-000032277 additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure ¿ patient details not provided date and name of initial surgical procedure? ¿ tvt exact was inserted in a procedure on (B)(6) 2017. The diagnosis and indication for the initial surgical procedure? ¿ urinary incontinence. What were current symptoms following the index surgical procedure? Onset date? ¿ presented with provoked pain during sex. Onset date not provided other relevant patient history/concomitant medications ¿ unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? - no opinion given the initial approach for the index surgical procedure? - info not provided any concurrent procedure/device implantation? - unknown. Were there any intra-operative complications? - procedure was commented as being uneventful. When was the mesh exposure first noted by a physician? Date of mhra incident report ¿ (B)(6) 2017. Mesh exposure site/location symptoms and diagnostic confirmation? - tape vaginal extrusion in the midline ¿ found to have 2mm tvt tape extrusion. Describe medical/surgical intervention for exposure including dates and results. - no surgical intervention as of yet as booked for revision surgery. What is the patient's current status? - booked for revision surgery. No change in current symptoms.